Event description:
The customer reported that the plastic introducer of the exeter stem is allegedly deformed and cannot be used. The case was completed with no delay by selecting another device from a different set.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. Method & results: -device evaluation and results: evaluation by the supplier confirms that one lug of the spigot was bent during manufacturing. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4). The investigation into the event by (B)(4) confirms that the affected device was manufactured and inspected before the implementation of the actions of ncrs. Nc has been raised at stryker (B)(4) to investigate this event.

Event description:
The customer reported that the pastic introducer of the exeter stem is allegedly deformed and cannot be used. The case was completed with no delay by selecting another device from a different set.